Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient was originally seen for a pocket revision due to the pump flipping, but upon opening the pocket, it appeared the pump pocket was infected. The patient did not report any redness or itchiness at the pocket. The pump and catheter were reported to be explanted.